Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The patient presented in clinic for a lead reposition. During procedure, the clinician was unable to get a stylet or a guidewire through the lead for repositioning. The lead was explanted and replaced. No further information was available.